Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval.no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) patient cable was loose near the connectors.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu being damaged was confirmed, as the returned mpu (serial number (B)(6)) was observed to have a loose rubber encasing around its lemo connectors upon arrival. The mpu was received at the european distribution center where it was functionally tested and was found to perform as intended despite the observed damage. The mpu¿s patient cable was replaced with a new component. Preventive maintenance was performed, and the serviced and repaired mpu was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for (B)(6) showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The mpu was shipped to the customer on (B)(6) 2018. The heartmate 3 patient handbook (rev. G) section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev. G) section entitled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.